Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that after their initial implant they had complications as the durabond came unglued due to the patient soaking in a hot tub on a cruise and the implantable neurostimulator (ins) was protruding from their skin and falling out of the incision/pocket. The patient stated they thought after implant they waited a month or so, then went into hot tubs/pools and during a cruise vacation they went to the clinic every day because it was oozing and an infection had set in. The patient stated they put them on antibiotics, cleaned it and changed the dressing. The patient stated that when they got home after the cruise the infection was gone but the healthcare provider (hcp) explanted the device and had them wait until october to re-implant. The patient mentioned they have had five bladder surgeries, was on medication, and also noted having a history of hemorrhoids, but none were active or bothersome now. The hcp later reported that when the first ins was falling out of the incision/pocket, and the patient was taken to the or emergently for the removal as a result of the infection. The patient was offered by the hcp, and the patient proceeded with, to have intravesical botox injections to provide for them with urinary incontinence relief. The patient experienced minimal pain and soreness at the implant site where the device was removed, but had unstable blood pressure which was discovered during the initial stage 2 procedure ((B)(6) 2015). The hcp reported the infection was resolved and the incision had healed. The patient stated after their initial implant was removed from the right side, after a period of time, they were implanted on the left side. The hcp reported that after the second implant ((B)(6) 2015) the patient had no accidents and was able to sleep through the night, then later reported that the patient had smears of stool on their underwear, does not feel when it comes out, but was very annoying and bothersome. The device was interrogated on (B)(6) 2015 and everything was working well, and it was noted that on (B)(6) 2015 they tried to program the device to help with both urinary incontinence and fecal incontinence, but in the meantime the patient would bulk up the stool with metamucil daily.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.